Manufacturer narrative:
Initial.

Event description:
It was reported that the patient discontinued ilet pump use due to persistent high blood glucose and reverted to subcutaneous insulin injections, while using a freestyle libre 3 plus cgm that showed sensor-to-fingerstick discrepancies of approximately 30¿40 mg/dl and finger-stick values generally 200¿250 mg/dl with a peak around 285 mg/dl. Symptoms included thirst without other reported clinical manifestations. Outcomes included hyperglycemia without reported hospitalization or long-term impairment. Investigation included troubleshooting and education with review of glucose data and device use practices. Investigation of this case revealed no identifiable device malfunction and an unclear cause for hyperglycemia in the context of cgm-fingerstick variance and user transition off pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.